Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 500 mcg/ml of baclofen at 53 mcg/day via an implantable pump for intractable spasticity. It was reported the patient was experiencing discomfort at their pump pocket site. There were no known environmental/external/patient factors that may have led or contributed to the issue. No diagnostics or troubleshooting were performed. The patient had a pocket revision on (B)(6) 2018. The doctor rotated the pump 90 degrees to improve the patient¿s comfort with the pump. The issue was resolved at the time of the report. The patient¿s status was provided as alive - no injury. No further complications were reported or anticipated. Other medications being taken the time of the report, patient weight, and medical history were not available.